Manufacturer narrative:
Ref (B)(4). This concludes coopersurgical' s root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
Review of repair order log (B)(4). "Could only give us detail that the patient was lacerated and they are not sure if the leep did that." (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and is being evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of repair order log (B)(4). "Could only give us detail that the patient was lacerated and they are not sure if the leep did that." (B)(4).